Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted / explanted. (B)(6) device is not distributed in the united states, but is similar to device marketed in the USA. Device history records review was completed for part # 338.310, lot # 7683612. Manufacturing location: (B)(4), manufacturing date: dec 19, 2011. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(4) as follow: it was reported that on (B)(6) 2016, patient underwent surgery. During an intervention, the surgeon could not insert the dynamic hip system screw (dhs) (length 95mm) in the plate. He took another screw with the same product code but again, he could not insert the screw in the plate. The surgeon had to take a new plate and a new screw (length 100mm) to complete the surgery. Reportedly, two (2) connecting screws were used during the same surgery. They broke and their tips remained stuck inside the dhs screws. The surgery was prolonged about ninety (90) minutes. No impact on the patient was reported. The surgery was completed successfully. This report is for one (1) connecting screw. This is report 5 of 5 for (B)(4).

Manufacturer narrative:
The manufacturer investigation results are as follows. The entire 7mm threaded length of the connecting screw is broken and is missing. Unfortunately, we only have limited information in the complaint description and cannot confirm how this happened. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. All dimensions relevant for the function of the product were measured as far as possible and were found according specifications. We can only suppose that the connection between the wrench and the screw was not aligned as intended and therefore this occurrence in combination with a mechanical overload situation could lead to the deformation on both screws, so that it was impossible to establish a connection between the screw and the plate. Furthermore, we want to bring up, that during this occurrence of excessive force application, the connecting screws thread could have been damaged, which has finally lead to its breakage. In this relation we would like to point out the following note, in chapter 10a on page 19, in the surgical technique (036.000.255): ¿warning: to avoid damaging the instruments and the implant, tighten the connecting screw securely.¿ please note, in order to prevent such occurrence and to ensure a correct load transfer it is crucial to have an appropriate connection between the dhs-screw and the connecting screw 338.310, which is guided through the wrench 338.300. No product fault could be found. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.